Event description:
During surgery, -tvh, eua, cystoscopoy-, gyrus pks seal open forceps sud had one heat element break off a stay in pt. Event not discovered until 2009, at second facility and piece not received at facility until sixteen days later, for verification. Verification needed, due to additional abdominal surgeries. A gyrus representative was present for the operation.